Manufacturer narrative:
H3, h6: the renasys pump device, used in treatment, has not been returned for evaluation. All provided information has been reviewed, we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause includes a component failure. No batch/lot number has been provided, therefore a review of the device history records has not been possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during npwt, at least 2 renasys-g 15fr channel drain from the same batch were used with a renasys pump where the alarm kept saying blocked, however fluid and vacuum still on. The treatment was finished using a channel drain from another batch with no issue. No patient injury or other complications were reported.